Manufacturer narrative:
The surgeon indicated that the patient had completely healed and there is no further activity required.

Event description:
A percutaneous pinning of the right sacral fracture was performed on (B)(6) 2021 during the follow up appointment on (B)(6) 2021 it was observed via x-ray that the 7.0mm variable thread cannulated fastener was broken.

Manufacturer narrative:
Initial reporter updates, & report source update: this report updates the initial reporter information to the physician who initially reported the issue and includes the report source of how the issue became known by osteocentric technologies, inc.